Event description:
On 28 dec 2007, the sales representative reported that during a revision surgery on two days earlier, performed due to address adjacent levels, the driver bent. The surgeon had to use the bolt cutter to cut the rod and the counter torque wrench to remove the screw. Additional information received on original date via telephone, the sales representative reported that during revision surgery to address adjacent levels, the driver bent at the prongs. The sales representative reported that the surgeon was on the last screw when this happened. This event caused a thirty minute surgical day. There was no reported injury to the patient.

Manufacturer narrative:
Request has been made to obtain the product. Device MFR date is unk. Eval is pending upon the return of the product.